Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: tlh with lymph node sampling. Event description: during a tlh, at both distal ends of the used kii fios advanced fixation trocars plastic parts were broken off. This was noticed when the trocars were removed. The plastic parts had to be searched which took a lot of time, but the pieces were found. Both trocars were used only for 5mm laparoscopic instruments. Linked to (B)(4) (medwatch report #2027111-2018-00130). Additional information received by email from sales representative on march 05, 2018: there were fragmented breaks at the distal end of the cannula. The edges of the break were jagged, not clean. Type of intervention: the plastic parts had to be searched which took a lot of time, but the pieces were found. Patient status: no patient injury or illness occurred associated with the complaint event. Nothing, the broken pieces were found.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a green fragment. Visual inspection confirmed the complainant's experience of a fractured cannula tip. The fragment completed the missing portion on the cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by force applied at the cannula tip by an instrument that was inserted through the trocar during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.